Event description:
It was reported a large volume infusor under-infused. The infusor had 4800mg of cefepime diluted in 0.9% sodium chloride for a total volume of 240ml. The reporter could not confirm flow prior to connection. The infusion was initiated in the hospital and completed once the patient returned home. The prescribed infusion time was 24 hours ¿with a +/- of 10%¿; however, after the expected infusion time, an unknown volume of cefepime solution remained in the infusor. Two days after the completion of the infusion, the patient was readmitted to the hospital ¿due to lack of complete infusion and was discharged middle of following week.¿ no further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h4, h6 and h11. H4: the device was manufactured between february 8-10, 2025. H11: the actual device was not available; however, four companion samples were received for evaluation containing 240ml of fluid in the bladder. The drug label affixed on the 4 samples indicates 4800 mg of the drug cefepime and 240ml of diluent sodium chloride (nacl) filled inside the bladder of each of the four companion samples. Visual inspection on the four samples showed no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladders. A flow test was subsequently performed on the four samples with the original medication fluid inside the bladder, in controlled temperature of 31 degrees celsius with the same head height between the fill port and the flow restrictor. As a result, the flow rate of the 4 companion samples were found to be 8ml per hour, which was not within the product flow rate range of 9.00 ml - 11.00 ml per hour. The residual medication fluid inside the bladder was drained out of the samples and the bladder was refilled with only dextrose solution for a second flow rate test. The flow rates were found to be within the product flow rate range of 9.00 - 11.00ml per hour. Based on the flow test results between the original medication fluid (cefepime) and the dextrose solution (without cefepime), the viscosity of the medication (cefepime) was found to have an impact on the flow rate of the infusor device which caused the flow rate to be slow (under-infused). The reported condition was verified. Based on the 2 factors provided in the event description, review of all complaint data currently available, and functional flow rate test result from the returned samples, the probable cause for this under-infusion report may be due to the viscosity of drug cefepime. The following 5 factors may affect the flow rate and be potential causes for this under-infusion report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product label. The products¿ IFU provides further information on the 5 factors. Therefore, the cause of the event could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.